Event description:
It was reported by service report that the bed had no head end motor lift motion and needed to be recalibrated. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Sensor coil cord.